Manufacturer narrative:
Examination of the returned device confirms the plastic locking slide has broken. Previously a corrective action was identified for this failure mode whereby a design change was implemented and routed on eco-193427 (dwg-106984) in 2007 in order to strengthen the locking catch. The design verification was completed and routed on dva-101743-fde containing the fmea and risk management report. The risk management report (risk management spare parts rev a) concluded that there are no outstanding actions identified. This product was manufactured to the revised design however no trend is identified at the current time. Continued post market surveillance will be carried out per sep-419 under the post market surveillance plan. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed..

Event description:
The plastic piece, which locks on angled cup impactor cracked.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.